Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the lower gastrointestinal (gi) tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2025. During the procedure, the wire broke. A photo of the complaint device was provided, where it can be observed that the wire in the handle section was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the lower gastrointestinal (gi) tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2025. During the procedure, the wire broke. A photo of the complaint device was provided, where it can be observed that the wire in the handle section was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned microknife xl was analyzed, and a visual inspection found that the cutting wire kinked and broken at the handle section, additionally, the device was disassembled, and it was found that the hypotube was bent near the transition. Media analysis was performed based on the photo provided by the complainant where was possible to observe the cutting wire was kinked and broken at handle section. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. The results of the analysis performed on the returned device found that the hypotube was bent near to the transition, this condition could have occurred due to excess manipulation against this device. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the device insertion or removal through or from another device or by the interaction with the scope (hard surface), the bent generate increased friction between the wire and the transition, causing the wire to become stuck or not be able to move easily, and with this friction the handle actuation leaded to break the cutting wire at handle section making the needle unable to extend. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.